Event description:
This is filed to report heart failure and recurrent tricuspid regurgitation it was reported through a research article that 302 patients underwent transcatheter tricuspid valve repair (ttvr) from september 2015 to april 2022 with a mitraclip or triclip. Follow up was performed within one year after ttvr. The results showed that the implanted mitraclip or triclip may have caused or contributed to recurrent tricuspid regurgitation, rehospitalization, and heart failure. Additional information is listed in the attached article, titled "association of tri-score with clinical outcomes after transcatheter tricuspid valve repair."

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, a cause of the reported recurrent tricuspid regurgitation (tr) and heart failure could not be determined. The reported patient effects of heart failure, as listed in the mitraclip system instructions for use (IFU), is a known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. The off-label use was associated with the use of the mitraclip device for tricuspid valve repair. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, d6: dates estimated. D4: the UDI number is not known as the part and lot numbers were not provided. H6: device code 1494 - patient selection (use in tricuspid valve). Article titled "association of tri-score with clinical outcomes after transcatheter tricuspid valve repair."